Event description:
It was reported that the pump's catheter was found to be disconnected from pump during a revision procedure. Examination of the catheter revealed that it was sheared off close to the strain relief.